Event description:
The customer reported that 111ml of non-ionic contrast media was injected in the anatecubital fossa at a flow rate of 4.0 cc/sec. The eda device did not alarm or pause to detect an apparent extravasation that was under the area of the patch. There was 34ml of contrast media left in the syringe after the procedure. The pt did not complain of pain. Pt was treated with hot compresses and sent home without further complications.